Event description:
The syringe was connected to the hub for a routine flushing of the catheter. When the rn removed the syringe, a portion of the hub was still connected. The hub was falling apart. The cleaning protocol is to soak the hub for 3 minutes before and after the treatment in betadine. The insertion site is cleaned once a week with betadine and normal saline and sometimes wiped down with a gauze pad.